Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted contrast visible on the shaft and hypotube, consistent with handling. The stent implant was dislodged from the balloon and was not returned. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was no other damage noted to the stent delivery system (sds). It is likely that the stent dislodgement is what was referred to by the account as the sds damaged. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. In this case, with the limited information provided and without the stent to examine, it is unknown when the stent dislodgement occurred. It is possible the stent dislodged during preparation; however, this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. A conclusive cause for the stent dislodgement could not be determined. This type of reported incident will continue to be monitored. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that the xience v was damaged. There were no adverse patient effects. No additional information was provided. Analysis of the returned device revealed that the stent was dislodged and not returned.